Event description:
It was reported that (B)(6) infection occurred. A system extraction of the patient's implantable cardioverter defibrillator (ICD) system was necessary. The implanted device and two leads were completely explanted without difficulty. Two of the implanted leads became difficult to remove with direct traction, and were therefore cut and capped for laser lead removal. The explant procedure was completed without device/lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).